Manufacturer narrative:
The case was assessed as reportable to the FDA as the event, possible biofilm infection, was assessed as necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse dermal filler lot 100086968 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No nonconformances were noted that would have contributed to this event.

Event description:
A (B)(6) female patient was injected with radiesse. Medical history positive for silicone chin and nose implants (performed in (B)(6) on an unknown date) and an unspecified autoimmune disorder. Per the physician, the patient is very vague about her medical history, including any medications she takes. She has been getting radiesse injections to the cheeks and chin, around the implant, for years. In (B)(6) 2016, the patient was injected with two 1.5cc syringes of radiesse to lateral sides of chin and 1.2cc of radiesse to the cheeks. An unknown time later, the patient noted a pimple with discharge on her chin. The patient presented to the physician's office on an unspecified date complaining of this discharge and of intermittent redness in nose and chin for two to three months. The physician cultured the discharge, with a result of pseudomonas. She placed the patient on cipro and referred her to a plastic surgeon. The plastic surgeon stated he has seen many silicone implants cause intermittent inflammation. He felt the silicone implant was the "big problem" since patient also had intermittent redness in the nose. He thought the radiesse injection may have "aggravated something." He recommended patient have the implants removed, but the patient believes the problem is from radiesse. The plastic surgeon thinks biofilm could have existed from the time of implant insertion. A second culture of the discharge was performed on an unspecified date, with negative result. The reporting physician does not believe the issue is necessarily related to radiesse but may be related to the needle insertion. She noted they prep the skin intensely prior to injection. Lot number reported as 100086968.